Event description:
It was reported that the spider blue swivel locking connection where they connect the piggy back in is loose. The unit was losing its hydraulics. Arm is dropping during procedure. No patient injury was reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined.